Event description:
It was reported that an ilet displayed alert 39 indicating an insulin shaft encoder failure that recurred immediately upon unlock despite a restart, and the user transitioned to backup therapy with blood glucose remaining unaffected. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery necessitating device replacement. Investigation included review of device logs and technical assessment to confirm the malfunction. Investigation of this case revealed a persistent hardware fault consistent with an encoder failure. It was concluded that the device experienced a mechanical or electromechanical malfunction of the insulin delivery encoder, and replacement was warranted.